Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was in use with a patient when it had a sudden loss of power. The battery was changed, and the epg turned on for fifteen seconds and then lost power again. The epg was later evaluated by the biomedical engineering department who found no fault with the epg. It was considered that the batteries which were used during the loss of power had been the issue. It was recommended that if the issue reoccurred, to return the epg for service. The epg remains in use. No patient complications have been reported as a result of this event.